Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# va05dln, implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was mentioned that patient started having urinary tract infections (uti)'s. It was noted that the health care provider (hcp) gave an "enema-I" for 3 days but that was not enough for patient, she never got rid of it in 3 days. The hcp also provided patient with some kind of medication. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.